Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, at the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap. Severe detritus on the metal cap and devitrification of the glass cap at output window were also observed. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the fiber during a prostate procedure, the laser system went into fiberlife mode prior to reaching maximum joules. The fiber tip appeared to be burnt. The case was completed with another fiber. Pt outcome: "no pt was harmed in any of the reports".